Manufacturer narrative:
An image was provided. The lot number for the device was provided. The device history records and image are currently under review. The return of the device is pending. The investigation is currently under way. Expiration date: 03/2019.

Event description:
It was reported that approximately three months post port placement via the right internal jugular vein for chemotherapy due to colon cancer, the port was allegedly found broken and migrated. It was further reported that the port was removed without any issue. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. Investigation summary: one radiographic image of a catheter from a groshong port s/l was returned for evaluation. An image review was performed by (B)(6). The investigation is confirmed for catheter detachment, as the radiographic image showed a catheter in a patient not attached to a port. The definitive root cause could not be determined based upon available information. The clinical circumstances at the time of the event are unknown; it is unknown if procedural issues contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately three months post port placement via the right internal jugular vein for chemotherapy due to colon cancer, the port was allegedly found broken and migrated. It was further reported that the port was removed without any issue. There was no reported patient injury.